Manufacturer narrative:
The lead remains implanted but programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead exhibited noise. The pacing impedance measurement was greater than 2,000 ohms, and a review of the daily measurements showed that the impedance had been out-of-range since october. The patient reported she had been performing farm-work and heavy lifting at that time, so a lead fracture was suspected. The device was reprogrammed to vvi mode.